Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot 94786 were returned and analyzed. The data files showed ten applications were performed with the balloon catheter without any system notices on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice#50005 "the safety system detected fluid in the catheter and stopped the injection." Further dissection and pressure testing showed a guide wire lumen breach and kink at 1.03 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.